Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, when the reload was loaded, at the seventh firing, the fire mode could not be switched to 2.0 mode, the display would show force limit in 2.0 mode. During the firing, the speed became medium from fast. The 2.0 mode was used from the first firing to the sixth firing, but the display screen during that period had not been checked, so the indicator was unknown. Only the power handle was brought back, and when it was verified by connecting with another cartridge and another adapter, the mode was able to be switched to 2.0. There was no patient injury.